Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) unexpectedly reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the no-telemetry condition and found the system current drain (cd) to be nominal when powered with an external supply. The device was fully functional throughout the analysis. No hybrid anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.